Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon pinhole was noted. The lesion was located in the ostium of the diagonal artery. The physician implanted a 3.0x12 liberte monorail coronary stent and then advanced the 9mmx2.0mm maverick2 monorail balloon through the stent accessing a side branch. However, the maverick2 monorail balloon failed to inflate and "drew back blood." The balloon catheter was removed and the procedure was completed successfully with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.